Event description:
On (B)(6) 2011, a (B)(6) male pt underwent large bone osteotomy and fixation; high tibial osteotomy and posterolateral corner repair with an achilles tendon, human allograft and staples. On (B)(6) 2011, (about 7 weeks post-op), the pt developed symptoms and was re-admitted into the hospital. At that time, the pt did not have a fever or elected wbc. The wound was leaking, had redness but there was no temperature on the right anterolateral knee. On (B)(6) 2011, the pt reportedly developed an infection which was "localized on the graft." A debridement was performed. The graft was described as "torn into small fibers" and "yellow, grayish soft liquid material." The graft was removed and the pt was treated with cefazolin. On (B)(6), 2011, the lab results identified, (B)(6). As of (B)(6) 2011, the pt was still hospitalized and being treated with "(B)(4) 4x2 grams for three weeks." The pt was treated with cefazolin 1gr IV at the start of the operation.